Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general pediatric surgical procedure, the curved bipolar dissector had 6 remaining lives. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue was identified during a procedure on 12/20/2024. The curved bipolar dissector sparked and ground back onto itself. Reporter could not recall if there were signs of thermal damage nor if other instruments were used when the sparking occurred. There was no patient injury, and the patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was a delay of less than 15 minutes. Images were attached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the curved bipolar dissector instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. System - # sk4936, event date ¿ 12/23/2024, part - curved bipolar dissector (k10240418-0005) 6 remaining uses. Image(s) and/or video clip(s) associated with this reported event were submitted for review. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).